Event description:
It was reported the patient was revised to a total left knee approximately two weeks post-implantation due to a medial tibial plateau fracture. No additional information is available.

Manufacturer narrative:
(B)(4) d10: 161474, oxf twin peg cmntls fmrl md, lot 67253501. 159547, oxf anat brg lt md size 3 PMA, lot 67549542. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.